Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated that quality controls (qc) were within range on both dimension vista instruments at the time the event occurred. Ccc instructed the customer to run precision on qc level 1, resulting within specifications. There have been no additional discordant patient results for vanc. The cause for the falsely, low vanc results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on dimension vista 500 instrument. The discordant result was reported out and a pharmacist questioned the result. The sample was repeated on an alternate instrument, resulting higher and as expected. The corrected result was reported to the physician(s). A discordant, falsely low vanc result was obtained on a second patient sample on the dimension vista 500 instrument. The sample was repeated on the same instrument, resulting higher. The sample was then repeated on an alternate instrument, resulting higher. The alternate instrument repeat result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.